Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician kept the leads in place but cut the tails and disconnected the ipg. Lead fractures were noted on both leads. The patient will undergo an explant procedure for the remaining leads that was left inside the patient's body.

Event description:
A report was received that the patient was experiencing jolting sensation and electric kind of feeling down her leg. It was noted that low of amplitude basically caused patient to hit the floor, like it was very painful. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient decided to cancel the explant procedure.

Event description:
A report was received that the patient was experiencing jolting sensation and electric kind of feeling down her leg. It was noted that low of amplitude basically caused patient to hit the floor, like it was very painful. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8116-50 serial #: (B)(4) description: artisan surgical lead, 50cm 2015.

Event description:
A report was received that the patient was experiencing jolting sensation and electric kind of feeling down her leg. It was noted that low of amplitude basically caused patient to hit the floor, like it was very painful. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1110 (sn (B)(4)): device evaluation indicated that the ipg source of the complaint was not determined. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Since the associated leads were not returned for analysis, the ipg was investigated with known good test leads. The ipg passed all the required tests and revealed no anomalies. Sc-8116-50 (sn (B)(4)): device evaluation indicated that the leads. As no anomalies or deviations were found during the complaint investigation site (cis) review, there was no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was experiencing jolting sensation and electric kind of feeling down her leg. It was noted that low of amplitude basically caused patient to hit the floor, like it was very painful. The patient will undergo an explant procedure.